Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during a lead implant attempt, the lead dislodged upon slitting. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.